Event description:
It reported that a pump was alarming for close door messages. There was no patient incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete a supplemental report will be submitted.